Event description:
I have tested positive on six flowflex covid rapid tests over the course of 10 days. In that time, I have tested negative on abbott binax tests, ihealth tests, and a lab-administered pcr. I isolated for six days in a hotel to protect others as a result of the initial positive tests. I now believe I was never positive at all. I used six tests from three different boxes. I still have one box, but the tests themselves are gone. My wife and son both used these tests earlier in may without problems. My wife was negative (and was negative on multiple brands of tests and a pcr) and my son was positive on multiple brands and a pcr. I believe that I will always be positive on this brand of tests. This is the white box, not the recalled blue box. Lot cov@2020024, 2023-02-03, (B)(4). Duration: 10 days; reason for use: test for covid-19. FDA safety report ID# (B)(4).